Event description:
It was reported that during a laparoscopic gastric bypass procedure on the second firing with a blue reload, no buttressing, no unusual noises and the tissue was normal for the procedure. As they were firing the device, the tissue was being pushed out of the distal end of the device causing malformed staples. The surgeon always uses two devices during the procedure. A third device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.